Event description:
It was reported by the national medical and product administration (nmpa), and not reported directly to medtronic by the customer that while in use on a patient, the 840 ventilator generated a continuous hardware alarm indicating air proportional solenoid (psol) stuck open and the unit was unable to operate. The patient's oxygen saturation dropped to 95% and recovered after unit replacement. The patient was removed from the ventilator and was placed in an alternate ventilator without injury.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported by the national medical and product admini stration (nmpa) that while in use on a patient, the 840 ventilator generated a continuous hardware alarm indicating air proportional solenoid (psol) stuck open and the unit was unable to operate. The ventilator was not made available to medtronic for evaluation. The third party service personnel had evaluated the unit and confirmed the reported issue. No any repair information was made available. The cause of the reported issue could not be determined. However, the potential cause may be a fault in the air psol. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.